Manufacturer narrative:
Batch reviews performed on 17 august 2017. Lot 152916: (B)(4) items manufactured nad released on 03 june 2015. Expiration date 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without ay similar reported event. Gmk-sphere tibial tray fixed cemented size 4 right, code 02.07.1204r, lot. 150355 (k090988) (B)(4) items manufactured nad released on 12 may 2015. Expiration date 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without ay similar reported event. Gmk-sphere tibial insert fixed flex size 4/10 mm right, code 02.12.0410fr, lot. 147675 (k121416) (B)(4) items manufactured nad released on 28 may 2015. Expiration date 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without ay similar reported event. Gmk-sphere patella resurfacing size 2, code 02.07.0034rp, lot. 150872 (k090988) (B)(4) items manufactured nad released on 07 july 2015. Expiration date 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without ay similar reported event.

Event description:
The patient came in due to sign of infection. The patient was positive for strep. The surgeon removed all medacta hardware and implanted a spacer on an unknown date. On (B)(6) 2017 the surgeon removed the spacer and implanted permanent medacta product. The surgery was completed successfully. X-rays and explants are not available.